Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Screen is clean, touchscreen calibration passed but on screen parameter, changes are sluggish in some spots. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.